Event description:
Notified by fmc canada of this product problem. The facility reported an internal "blood leak" of the dialyzer at the onset of pt treatment. Blood in dialysate was detected and facility protocol was followed to change the dialyzer. Ebl 150 ml due to discard of extracorporeal circuit. There were no adverse effects to the pt and no med intervention was required. Actual sample or companion lot samples are not available for eval. MDR filed due to reported blood loss.